Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. MDR retraction: the initial MDR with manufacturing report number 3003442380-2025-16567, was submitted on 17-nov-2025. However, based on the investigation done on 18-jan-2026 and clinical review done on 19-jan-2026, it was found that the serious injury was not related to infusion set and there is no allegation on the infusion set. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date, no additional patient or event details have been received.

Event description:
Reference number (B)(4) event occurred in turkey. It was reported that the patient was assisted by emergency medical services (ems) on (B)(6) 2025 due to hyperglycemia. The blood glucose level was 600 mg/dl at the time of event and was treated by manual injection. Patient also reported the symptoms of feeling sick/unwell/headache at the time of event. The duration of hospitalization was 2-3 hours. No further information is available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: turkey. Since no lot number is available, a detailed investigations, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed. This issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.